Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the subject device exhibited foreign objects in the jet tube or auxiliary jet channel (j-tube), there was no patient involvement.